Event description:
The customer reported been off the insulin pump for a few years and requested having a formal training on the device since she had problems in the past. The customer stated that her blood glucose went over 1000mg/dl and she almost die. Attempted to contact the customer several times to obtain more information surrounding reported glucose level over 1000mg/dl, but there was no answer. The voice mail was full and no message could be left. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.